Manufacturer narrative:
Additional information: type of procedure was a functional endoscopic sinus surgery (fess) which was inadvertently left off the initial MDR. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned within specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system showed the error "localizer not connected" during a surgery. The site immediately exited the software and while exiting, the system became unresponsive while displaying "loading please wait." The medtronic representative went to the launch screen and launched the cranial software again. While the software was loading, the screen displayed the message: "loading please wait." The system then became unresponsive on this screen and after 45-60 seconds and no change, a hard shutdown was performed which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.